Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and crease flat. Leak test and microscopic analysis identified: crease smooth opening, yellow particles on inner shell, and observed >1 mm in non-textured, valve-to shell-bond area. Fill test identified no blockage. Final assessments is: an opening crease smooth on anterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation¿. Device remains implanted.